Event description:
It was reported to boston scientific corporation that a gold probe device was being tested on (B)(6) 2013. According to the complainant, they were testing a gold probe device, and found that it would not work. Another attempt was made with different equipment, but the device still failed. No procedure, or patient was involved. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.